Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Event description:
The user facility reported that a system 1e processor leaked, causing approximately one gallon of water to accumulate on the floor where it was located. No injuries were reported.

Manufacturer narrative:
A steris technician went on-site to inspect the processor and determined that the unit leaked approximately one gallon of water on the floor. The technician inspected the system 1e processor and found that the unit was leaking from the uv light sensor sleeve. Steris has initiated a voluntary recall (3000251274-7/28/2011-002-c) regarding uv light failures which include a deterioration of the uv light sensor sleeve attributed to a supplier quality issue. The uv light sensor sleeve on the system 1e processor was replaced, and the unit was tested and placed it back into service; no further issues have been reported.